Event description:
It was reported that pump issued recurring cartridge alarms, including cartridge alarm 20, and had a history of similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, received instructions to place malfunctioning pump in storage mode, and was advised to return pump to tandem within specified time frame using provided materials while programming pump settings and reconnecting cgm to replacement pump that was arranged under warranty with updated software.